Event description:
Healthcare professional (hcp) reports 18 cracked headers. One crack noted during use and 17 cracks noted during reprocessing procedure. Hcp reports average reuse number is 20. Hcp reports no pt injury.